Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was observed that the device's lcd is black and the display was not viewable. The device¿s lcd display was replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly. Software version was checked. The air path foam will be replaced when replacement air path foams arrive.